Event description:
It was later reported that the device experienced multiple additional power on resets (pors). The device was explanted and replaced without complication.

Manufacturer narrative:
Product event summary: performance data collected from the device was received. Analysis of the data indicated power-on reset parameters were present. Three power on resets (por) had occurred. The device was returned and analyzed. Analysis of the device was inconclusive. The device was found to be fully functional with nominal battery voltage and current drain. No new power on resets (pors) were generated during analysis. The device passed diagnostic system testing which included interconnect, fault grade, and random access memory (ram) tests. There was no evidence of device malfunction that would account for the pors. No hybrid related anomalies were found. The analysis was terminated with no cause identified for the pors. (B)(4).

Event description:
It was reported that the patient's device had a power on reset occur. The device was reprogrammed to original settings and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that memory corruption and parity errors were present.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.